Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported doing an electrode impedance test and all contact pairs were within normal limits except 5/12, which was less than 50 ohms. The patient was not programmed with those contact pairs and the therapy impedance was reported to be 637 ohms. No symptoms were reported. Relevant medical history includes post lumbar laminectomy syndrome.

Event description:
Additional information received reported that the cause could not be verified. On (B)(6) 2015, the patient had their battery repositioned and replaced to a non-rechargeable battery per the patient's request. No issues had been reported since.